Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign health care provider (hcp) via a company representative regarding an unknown patient who was receiving an unspecified drug of an unspecified concentration at an unspecified dose rate via an implantable pump for an unknown indication for use. It was indicated that the company representative was notified of an instance where a patient had a surgery, and the lifetime of the pump decreased by over a year going into surgery and coming out of surgery. At the time of the report, it was being considered that changes in programming/flow rate could trigger a decrease in months to elective replacement indicator (eri). However, it was further reported that there were no programming changes. The company representative stated that she believed there was a mention of this happening before where something in the surgery, decreased the battery life. The company representative did not have the serial number of the pump or patient¿s name. On 2021-nov-16 the company representative further clarified that the event was reported several years ago by an alternate / previous company representative. It was indicated they had no records available. Regarding the previously reported information, the company representative indicated that they called asking hypothetically as the incident had been already reported and answered. On (B)(6) 2021 the company representative further clarified that the event occurred outside the us (B)(6). The company representative did not have a better timeline for this event (day, month, and year of the event was unknown). On (B)(6) 2021, an alternate company representative reported that they didn¿t recall an event as described above and believed the prior company representative may have misunderstood something along the way.